Event description:
It was reported that the patient's son reported that the patient was having pain going across the chest, that the patient's energy was low and that the patient's pulse was 73 beats per minute. Follow up with the patient's physician did not provide any additional information as the patient had not been seen or heard from. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.